Event description:
The customer reported that he is getting a speaker malfunction error on an mx700. The customer advised the sounds are not working on speaker.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.